Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -15.0/4.0/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.